Event description:
It was further reported that during the burr test, the burr got caught and wrapped around the blue towels in sterile field causing the burr and wire to fuse or stick together.

Event description:
Same case as 2134265-2010-03651. During preparation for a rotational atherectomy treatment procedure, a wire fracture occurred. A 1.25mm rotalink burr was loaded onto an extra support rotawire, and while platform testing of the device outside the patient, the console dropped from 160,000 rpm's to 120,000 rpm's and the wire fractured. When the attempt was made to load a new wire into the burr, it would not load. A new burr and wire were opened to complete the procedure. No patient complications occurred. The patient status was good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)